Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic after receiving patient notification alert, intermittent rv oversensing was observed. There was no adverse event to the patient. Review of session records noted myopotential oversensing. Programming changes were made and the patient will continue to be monitored.